Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. The customer blood glucose (bg) was 529 (mg/dl) with moderate ketones. Reportedly, the school nurse administered an injection to the customer. During troubleshooting with tandem technical support, review of the pump data confirmed that a low power alert and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to the customer to charge pump more frequently.